Event description:
As reported by the edwards clinical specialist, upon inflation of the delivery balloon via a transapical approach, the 26mm sapien valve moved and was deployed canted [tilted], with the anterior side positioned 80:20 ventricular and the posterior side in a good position. Due to the canted position and severe central aortic insufficiency (cai) noted on angio and tee, a second sapien valve was implanted 50:50 within the first sapien valve, which reduced the cai to trace. The apical access site was closed and the patient was taken to the recovery room in stable condition. Additional investigation revealed the following: by tee the native annular diameter measured 21mm; the sinotubular junction (stj) measured 22mm and was not calcified. The native aortic valve was moderately calcified. The image intensifier angle was described as good. Prior to deployment, the sapien valve was positioned 60:40 aortic. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss of pacing capture. Per report, movement of the sapien valve upon inflation of the delivery balloon resulted in the canted deployment and subsequent cai.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation and device malposition requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the canted deployment of the valve and subsequent cai cannot be confirmed. None of the aforementioned patient/procedural factors were reported as present, and the cause of the reported movement of the valve during deployment is unknown. The cai was reduced to trace by the implantation of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.